Event description:
It was reported that multiple stylus pens were unable to be calibrated with the programmer. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Stylus pen calibration is off and pen does not align with the overlay screen. Stylus recalibrated.